Event description:
Boston scientific received information that the implantable right ventricular (rv) lead displayed a high out of range pacing impedance, greater than 2,000 ohms. Additional information was received indicating that the rv lead continued to exhibit out-of-range (oor) pacing impedance measurements. The local area field representative reported there are no plans for an intervention as all other lead measurements remain within normal limits and the impedance has been steadily high. The physician suspects clavicular crush however no noise has been observed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.